Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain around device pocket. The medical diagnosis reported as bodily rejection phenomena. The cause was the pocket being too small and not well located. The pocket was revised for enlargement and the patient was discharged home.

Event description:
New information notes that the reason for the pocket revision was erosion.